Manufacturer narrative:
The button error alarm was due to moisture damage on the keypad trace. There was no scrolling numbers display anomaly noted. The pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.